Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See svns (B)(4) for I/s and reservoir notifications. It was reported that the customer passed away at home. The cause of death was thought to be low blood glucose but the death certificate is not available yet. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis or upload it.

Manufacturer narrative:
The information provided in section brand name, common name & product code and labeled for single use were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The correct information has been provided with this report.